Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and consumer via a company representative. It was indicated that as per the physician the pump had an early motor stall. It was further noted that the patient confirmed this and also stated they planned no pump refill, since the surgery date was set for the following day regarding pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stall{s}. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient receiving prialt 5 mcg/ml for a total dose of 1.3297 mg/day and morphine 5 mg/ml for a total dose of 1.3297 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported personal therapy manager (ptm) showed code 8476, which means a motor stall occurred. The patient stated their ptm was malfunctioning and they "keep getting a refusal." It was noted this started on (B)(6) 2017. The patient stated an "x" keeps coming up on the screen. It was noted that when the patient tried to give themselves a bolus, it was noted that they saw ok and (B)(6) 2017 and when tried again they saw code 8476. It was noted the patient was to follow up with healthcare professional (hcp) to check the status of their pump. No symptoms were reported at this time. Additional information received from a hcp on 2017-jun-01 reported a motor stall occurred on (B)(6) 2017 a stopped pump period may exceed tube set occurred on (B)(6) 2017. It was noted that the patient did not have a magnetic resonance imaging (MRI) around the time of the motor stall. It was noted that the hcp tried to update the pump out of motor stall, but it was still showing no recovery. It was reported the patient had an increase in pain and it is back to how it used to be. The patient was hospitalized for pain on (B)(6) 2017. It was noted that the patient is hard of hearing, so they were not sure they heard the pump alarming. Electromagnetic imaging (emi) and magnets were reviewed. It was reviewed if they can rule those out then it would appear to be a hard stall. It was reviewed to consider putting the pump to minimum rate, replacing the pump, and to send the pump back to manufacturer for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jun-09 reported the patient was taking oral medication until the pump can be replaced. The cause of the reported motor stall with tube set was undetermined. The patient's weight at time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-jul-13 reported a motor stall was seen at initial interrogation and was unknown if the patient had an magnetic resonance imaging (MRI). Pump status and/or event logs reported a motor stall occurred and was active. It was noted that the pump was replaced today ((B)(6) 2017) due to a motor stall and they will be sending the pump back for analysis. The logs went back to (B)(6) 2017, but no motor stall was listed suggesting that it happened previous to that date. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ 92 is being updated to 11 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) via the return paperwork. The pump logs were provided and the pump settings were last examined (B)(6) 2017 (last changed (B)(6) 2017) showed the low reservoir alarm occurred on (B)(6) 2017 and the empty reservoir alarm occurred on (B)(6) 2017. It was confirmed the stopped pump period may exceed tube set occurred on (B)(6) 2017 at 04:34. It was also reported, they ¿updated 20ml and decreased to minimum rate to stop alarm before transport.¿ no further complications were reported/anticipated or expected.